Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tubing has numerous holes.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tube. It is possible that this defect occurred due to mishandling the product. The failure was reported during use. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
The customer alleges that the tubing has numerous holes.